Manufacturer narrative:
Follow-up #1 (06/12/2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis with the following findings: the complaint was not confirmed; the meter passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving the message of "hi glucose". The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient was experiencing the symptoms of shaking, sweating, dizziness and she felt her blood glucose level was low. While symptomatic, the patient obtained the message of "hi mmol/l glucose" on the reported meter. The patient treated her symptoms, and also decreased her insulin dose. She did not seek any medical attention. The issue was not resolved with troubleshooting. The test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms occurred prior to the meter issue and there was no delay in treatment, and the patient denied seeking medical attention. However as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.